Event description:
Complainant alleged that while attempting to treat a male pt, the device advised treatment and then prompted a "check batteries" message. The device again advised treatment and then prompted a "treatment not delivered" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.